Event description:
Needle broke inside skin [injury associated with device], needle broke inside skin [needle issue], edema in the area [injection site swelling], formation of a blister containing the medication in the area [injection site vesicles]. Case description: this serious spontaneous case from brazil was reported by a consumer as "needle broke inside skin (needle stick/puncture)" with an unspecified onset date, "needle broke inside skin (needle broken)" with an unspecified onset date, "edema in the area (injection site swelling)" with an unspecified onset date, "formation of a blister containing the medication in the area(injection site blisters)" with an unspecified onset date, and concerned a female patient who was treated with novofine (needle) from unknown start date for "device therapy", ozempic (semaglutide 1.34 mg/ml) from unknown start date for "product used for unknown indication", patient height, weight and bmi (body mass index) were not reported. Medical history was not provided. On an unknown date, while applying the medication ozempic, the needle broke inside patient skin, resulting in the formation of a blister containing the medication and causing edema in the area. In addition to the physical discomfort, this incident resulted in the loss of the dose, which represents a significant loss, considering the cost of the product. Batch number of novofine and ozempic were requested. Action taken to novofine was not reported. Action taken to ozempic was not reported. The outcome for the event "needle broke inside skin (needle stick/puncture)" was not reported. The outcome for the event "needle broke inside skin (needle broken)" was not reported. The outcome for the event "edema in the area (injection site swelling)" was not reported. The outcome for the event "formation of a blister containing the medication in the area (injection site blisters)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 20-dec-2024: the suspected device has not been returned to novonordisk. No conclusion is reached.

Event description:
Case description: investigation results: suspect: novofine, batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Suspect: ozempic, batch no: unknown. No investigation was possible, because neither sample nor batch number was available. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the following has been updated: -"malfunction" updated as "no." -is non-reportable updated as "no." -investigation results updated. -"final report" ticked, "expected date of fu report" removed in EU/ca tab. -b,c and d, g (imdrf) codes updated in device addendum tab. -narrative updated accordingly. Final manufacturer's comment: 27-feb-2025: the suspected device has not been returned to novonordisk for investigation. No investigation was possible, because neither sample nor batch number was available. No conclusion is reached. H3 continued: evaluation summary. Suspect: novofine, batch no: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: since last submission the following has been updated: -expected date of follow up report extended in EU/ca tab narrative updated accordingly. Preliminary manufacturer's comment: (B)(6)2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. Company comment: injection site blister is assessed as unlisted event and injection site swelling is assessed as listed event according to novonordisk current reference safety information on ozempic. Information on final diagnosis, relevant clinical and investigation results, treatment if any received, event outcome are unavailable for thorough medical assessment. It is not uncommon for patients receiving injections to report injection site swelling. This single case report is not considered to change the current knowledge of the safety profile of ozempic.